Manufacturer narrative:
Received 1 silicone catheter with sample port connector. The reported event was confirmed as cause unknown. Per the visual inspection, it was noted that the catheter ad two damages/cuts in the shaft of the drainage lumen. The damages/cuts were 3 12/32¿ (3.375¿) and 7¿ from below of the bifurcation of the catheter. Per the functional evaluation, water was injected by the drainage lumen and leakage was noted by the damages/cuts in the catheter shaft of the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that two parts of the catheter was damaged, and the user found urine leakage. It was later reported from the investigation on (B)(6) 2017 there are tears/cuts in the drainage lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two parts of the catheter was damaged, and the user found urine leakage. It was later reported from the investigation on 09/11/2017 there are tears/cuts in the drainage lumen.